Event description:
It was reported to covidien on (B)(6) 2012 that ta customer had an issue with tumescent infiltration pump. The customer states when dr. (B)(6) was using pump during a procedure, he noticed the green power light flickered and the pump lost power. This happened throughout the case, with it working intermittently enough to finish the case. The pt was not affected by the pump issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.